Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. A review of the DHR file did not reveal any issues that could have contributed to this complaint. A review of the lot history review work order revealed no other complaints related to the reported complaint. During manufacturing, the commander delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process and testing performed during the product verification process at edwards lifesciences make it unlikely that a defect in manufacturing contributed to the reported complaint for the ¿delivery system ¿ leakage.¿ due to the device and/or relevant photographs not being returned for evaluation, the complaint of ¿delivery system - leakage¿, was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. It is possible that the balloon shaft was bent or kinked during the procedure. Attempt to continue the procedure under such condition may damage the shaft (e.g. Crack) and create a leak path. Based on complaint history, it is also possible that a potential manufacturing/design related issue contributed to this complaint event. A CAPA was previously initiated to investigate the failure mode of delivery system leakage of the balloon shaft distal to the y-connector and a proposed root cause was identified as a point in the shaft design which, under high impact compressive load, is susceptible to fracture causing a leak path in the shaft. No manufacturing or IFU/labeling inadequacies were identified. Although there is insufficient information to determine the root cause, a review of complaint history revealed that the similar complaints in past were determined to be related to ¿inadequate product design¿ which is being investigated in a CAPA. Due to the severity and occurrence rates associated with similar complaint events / component damages, a pra was initiated for risk assessment, and corrective/preventative actions are being addressed through the CAPA.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, at the time of valve deployment, the balloon failed to completely inflate. The valve was only partially deployed (25%). The team rushed and filled the atrion syringe with contrast, injected again and was able to inflate a little more (valve was at 30%) but noticed contrast excited the back of the commander flex catheter. The team then filled the same atrion with additional contrast and injected again, able to get 40% of deployment but again noticed contrast coming back up the flex catheter. The valve was not moving and it was deployed enough to be considered stable. The valve was deployed in an 85:15 aortic/ventricular position, as intended. The decision was made to remove the commander delivery system and post dilate with a bav. The 23mm bav was prepped to nominal volume and the valve was post dilated. No ar or central ai was noted. All devices were then removed and patient left in stable condition. It is perceived that there was a hole in the delivery system.